Manufacturer narrative:
Data logs were returned to the manufacturer on 16-aug-2018. During laboratory evaluation, the product surveillance technician (pst) observed there to be no error "service gas system" messages. The electronic patient gas system (epgs) was connected to a system 1 simulator and a central control monitor (ccm) attaching oxygen (o2) and air at 50 pounds per square inch (psi). After the 15 minute warm-up period, calibration was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.75 volts, which was within the specification of 0.757-2.551 volts. The unit was calibrate four more times with the output voltage being 1.75 volts.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed a "service gas system" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable. The device met specification and performed as intended, therefore did not malfunction.